Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. If further details are received at a later date a supplemental medwatch will be sent please confirm the correct lot number: the possible lot number is ju0255. Was another reservoir used to correct the situation? No further information is available. If no, what was used to address the issue? Are there any photos of the broken spring available? No photos are available. No further information will be provided. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. No product available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. During surgery, the spring was broken during use. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.